Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were taking vein and had completed dissection. The pretest was not performed with the first kit that was used. They inserted the hpii into the leg and began to use the device. After about 3 or 4 burns, they noticed that the beeping would stop halfway through the seal/cut and the device would not activate. Then once they clicked the device on again, it would start working again. Sometimes it took multiple activations for the device to turn on. At times, the circulator would need to hold the cables together where the extension cable meets the adapter. The ext cable was switched out and the issue continued to happen. The power supply and adapter were changed out with no change as well. Finally, the kit was changed out. The issue continued to occur. The pretest was performed before the se one hpii device was used in the leg. The hpii pretested fine. The beeping would be intermittent. The device would not appear to be activated when the beeping would stop. There was no continuous burning for more than 6-7 seconds at a time and no burning in quick succession. The harvester waited at least the length of the previous burn before applying energy each time. This was not a case of the automatic shutoff activating. They then opened their terumo kit to complete the case. There was additional time spent troubleshooting the event. No patient injury. Related to tw: (B)(4).

Manufacturer narrative:
Tw#: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
N/a.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000449047 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.